Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 42 mg/dl; cause was unknown. Customer drank orange juice to address low bg. Additionally, it was reported that the customer experienced ongoing intermittent elevated bg levels which displayed as "high"; however, a specific value was not provided. Cause of elevated bg was unknown. Customer changed pump supplies and delivered a bolus via the pump to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.